Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during an infusion of morphine a leak was found at the y-site of the tubing was observed on several occasions. It was reported that subsequently lot was changed and there were no further occurrences. Per reporter, the patient experienced an increase in pain and no additional adverse effects were reported.